Event description:
Pt called lfs on the day of the event alleging that one touch ultra meter would not turn off and pt was unable to obtain a blood glucose reading that pt ended up going to the emergency room. Pt was vomitting and having an insulin reaction at the time pt was trying to test blood on the meter. Pt's spouse states pt had been trying to use the meter earlier and pt also has problems with ulcers. Unable to obtain a blood glucose reading on pt's meter, since meter would not turn off. Pt had an insulin reaction and was nauseated. Pt was treated in the emergency room for nausea and had blood work done.